Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d6a. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign - the event occurred in the united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following the implantation of the right temporomandibular joint, the patient developed facial pain. It was suggested that one of the fossa screws may be too long and could be contributing to the symptoms. The patient is planning another revision to address occlusion on the right side. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated/corrected: b5, d6a, g3, h1, h2, h3, h4, h6 and h11. D6a - implant date - after review of additional information, the implant date needs updated to be blank as implant date is unknown. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this event and an investigation was conducted. A subsequent surgery was being planned, therefore, updated scans were taken and provided to 3ds to aid in analysis. These scans were overlayed with the intended surgical plan. The most notable discrepancy comes from the fossa implant placement. The fossa implant was shifted significantly from the planned position, likely due to a misplacement of the mandible implant but the exact order of the procedure could not be confirmed. The mandible implant was placed with a notable rotation anteriorly that resulted in the condylar head of the implant not aligning to the intended surgical plan. Additionally, it appears to have rotated slightly outward, leading to a wider jaw than intended. The exact reason for the misplacement cannot be confirmed through digital analysis alone but is typically the result of a slight misplacement of a guide or implant that is compounded through the placement of the subsequent implant. Regarding the potential for screw length causing pain, the fossa region was examined closely, and it was found that the change to the placement of the fossa resulted in one of the screws to have protruded through the bone significantly more than was intended. The digital investigation confirmed the surgeon's suggestion that the fossa implant may have a screw that protruded too far. While it cannot be confirmed that this was the cause of the patient's pain, it appears plausible based on the evidence reviewed. Additionally, it was confirmed that the implant was placed too far anteriorly which resulted in a longer screw being placed over thinner bone. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.